Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that after reprogramming, stimulation only lasted less than 24 hours. The patient's husband thought there was something wrong with the ins. An interval calculation was done with "++--++--" configuration and estimated impedance of 1000 ohms and found the interval to be about one and a half days. It was noted that the manufacturer representative would try to meet with the patient on the day after the report. Seven days later it was reported that impedance measurements were within range, the event cause was not determined, and there was reprogramming done to resolve the event. It was noted that with adaptivestim high density programming, the patient's recharge interval increased but the patient got relief. If additional information is received, a follow-up report will be sent.